Event description:
Initially it was reported that the c2602 straight hand piece had reduced amplitude when in use. At the time it was not known if the device was in contact with the patient. If the patient was injured or death alleged or if the event led to an increase in the surgery time. On (B)(6) 2013, add'l info received changed the complaint to reportable. The info was as follows; the unit was not in contact with the patient. The unit had low amplitude. The patient was not injured however, the event caused the surgery to be delayed approx a half hour. The patient was anesthetized when the problem was found. The handpiece was changed and the surgery continued.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.